Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). The local area sales representative was contacted for additional information regarding the missing details in tab d (suspect medical device). At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a discussion with the physician, it was mentioned that up to three of their patients' implantable accolade pacemakers had entered safety mode. Further investigation to the field revealed that all three of these patients required emergent surgical device replacement to resolve the event. However, the specific identifying details for all three devices were unable to be provided. No additional adverse patient effects were reported. The current location of these devices was unable to be determined, but they are not expected to be returned for analysis.

Event description:
It was reported that during a discussion with the physician, it was mentioned that up to three of their patients' implantable accolade pacemakers had entered safety mode. The specific device details are currently unknown. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.